Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that while using the bd nano¿ 2nd gen pen needle it was unable to prime. The following was recieved by the initial reporter: verbatim: consumer reported a few issues with this box: stated, when she primes pen needles, nothing comes out.

Event description:
It was reported that while using the bd nano¿ 2nd gen pen needle it was unable to prime. The following was received by the initial reporter: verbatim: consumer reported a few issues with this box: stated, when she primes pen needles, nothing comes out.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.